Manufacturer narrative:
One 10f fast-cath trio introducer sheath was received for evaluation. The dilator and guidewire assembly were also received. Functional testing confirmed air had aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the sheath hub/adapter connection. It was noted that the air leak and fluid leak locations were visible at the sheath hub/adapter connection. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an atrial fibrillation procedure, and air leak occurred. After placing the sheath, and prior to inserting catheters into the sheath, air was aspirated into a syringe that connected to the extension port of one of the ports. Several aspirations were attempted but the air was still aspirated. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.